Event description:
It was reported that one day post implant, a drop in atrial sensing values had occurred. The patient remained in the hospital for unrelated reasons following implant. On (B)(6) 2015, undersensing as well as a loss of capture was observed. No patient symptoms were reported. The patient was discharged and would be monitored.

Manufacturer narrative:
UDI (di): (B)(4).